Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valves on the suction lines (red, blue and yellow) included in the custom tubing pack did not open properly, and when the suction speed was increased to 150cc/min, the tubes became completely collapsed prior to use. No air entered. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that plasmalyte and heparin were used during prime. During the procedure, when the device was used, there was a sticking of the tubing. The customer stated that the issue was not a dysfunction of the valve in the circuit. They stated that it was not the correct valve. The customer required a negative overpressure valve (shown on the drawing). Device evaluation summary: visual inspection shows no outward signs of any damage. Additional visual inspection shows the valves have been installed as indicated in the specification. All 3 of the tubing lines with the valves, blue, red and the yellow were tested, and a flow of 1.4 to 1.5 lpm was observed. Reason for the return was not confirmed. Correction d4 unique identifier (UDI) #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6.2 eval code method (fdm/annex b). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.